Event description:
It was reported by the affiliate that these twenty seven 511s were used during identical procedures on other operation dates. The devices were collected by the hosp during the last few months. No addl info is available.